Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6, h10 attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported an interim zss report was received. This was retrospective data to analyze and confirm the safety and performance of the zimmer segmental system for non-tumor indications. The study was completed at (B)(6) by dr. (B)(6) between 2017 and 2022. 67 patients received zimmer segmental component in the distal femur only 1 patient received the tibial component, and 5 received a total femur replacement. All segmental femoral components used the xt femoral component. Clinical follow-up data was collected on 37 patients. The study population had a mean age of 75 years at time of surgery (range 56-92); (number of 6 males/31 females). Follow-up was conducted with a mean length of 58 months (range 26-96). Complaint 1: the study reported one patient underwent a second procedure with liner exchange due to dislocation of the liner in the hip component (total femur) 10 months post-op. Xt femoral component.

Manufacturer narrative:
(B)(4). D10: unknown liner unknown. G2: foreign: denmark. Suggested component code- mechanical (g04): head. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: b3, d6a, g3, g6, h2, h6, h10.

Event description:
No additional event information to report at this time.